Event description:
Customer reported that battery was depleting too quickly. There was no reported impact to the customer¿s blood glucose level. No additional actions were taken as the customer declined a callback, and no further resolution was required.